Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, a cracked belt clip slot, display window, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump that had occurred three times over the month prior. He stated that he was not sure when the alarms occurred. The blood glucose reading was 130 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He was able to complete the rewind sequence. Nothing further was reported.